Manufacturer narrative:
The system was examined. The company representative replicated the reported low illumination and replaced the lamp to address the issue. However, it was determined that the fluid/air exchange (f/ax) issues were not replicated during the examination. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 4, 2015. Based on qa assessment, the product met specifications at the time of release. Root cause: the system was found to meet specifications in relation to the f/ax issues. The root cause of the reported ¿low illumination,¿ can be attributed to the lamp. However, the determination on whether the lamp is nonconforming or past its rated life expectancy cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure there was an issue with the illumination and air exchange. The case was completed using low illumination. There was no patient harm.